Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that fluid leakage from the catheter occurred. A 1.50mm rotalink¿ plus was selected for use. During delivery inside the guiding catheter, it was noted that water leaked from the main body of the burr catheter. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer, coil, sheath, handshake connections, burr, and annulus were microscopically and visually examined. There was no damage or irregularities to the sheath or the rest of the device. Functional testing was performed by connecting the rotablator rotalink plus device to the rotablator control console system. The rotablator system was able to reach optimum speed and be controlled with the adjuster knob on the console. The speed was increased and decreased with no issues and no there were no abnormal noises or leaks. Inspection of the device presented no damage or irregularities. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that fluid leakage from the catheter occurred. A 1.50mm rotalink plus was selected for use. During delivery inside the guiding catheter, it was noted that water leaked from the main body of the burr catheter. The procedure was completed with another of the same device. No patient complications were reported.